Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.

Event description:
On 02/09/2022, it was reported by a sales representative via sems that a ar-6480 pump is producing over pressure. This occurred during an unknown case, and another pump was used to complete the case. There was no patient effect reported. Additional information requested.